Event description:
Revision surgery - the surgeon revised the shoulder to a full reverse shoulder prosthesis due to pt complaining of ongoing pain.

Manufacturer narrative:
The reason for this revision surgery was to remedy pain the patient was experiencing after 1.9 years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The root cause for the pain was most likely due to ongoing pain. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.